Event description:
A healthcare provider (hcp) reported that a patient's device was turning itself off. The patient would have to turn the therapy back on, at random, the last two weeks, prior to the report. The hcp said the patient will come back the afternoon of the report when the therapy has turned itself off. Impedances taken earlier on the date of the report were noted as: 1.5v, 210 usec, 14hz, c<(>&<)>0 1608ohms, c<(>&<)>1 634, c<(>&<)>2 1608, c<(>&<)>3 866, 0<(>&<)>1 1608, 0<(>&<)>2 2697, 0<(>&<)>3 1905, 0<(>&<)>2 1608, 1<(>&<)>3 1608, 2<(>&<)>3 1608. The hcp said they would run an impedance check later, on the day of the report, with the highest voltage possible. The battery checked okay and the patient is using program 1 2+<(>&<)>1- 1608ohms, 46-80.7 months battery life. It was mentioned that the usage history wasn't there, except from the day prior to the report and the day of the report. The patient was last interrogated in (B)(6) 2016. It was suggested that there may be a potential system issue, given the repeating impedance values. There were no patient symptoms reported. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as hcp reported that issue was resolved. Patient was accidently turning off the device by pressing the "off" button instead of the "find/sync" button when they were checking the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.